Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation and was unable to duplicate the reported problem. The converter module and the power supply cables were checked. The system operates as intended.

Event description:
The customer reported that the stenoscop system would shut down and that the power switch was not working. No patient injury was reported.